Event description:
It was reported that an unknown patient was experiencing a drop in heart rate from 70+ bpm to 38 bpm, which is resolved with device disablement. The patient has been recently implanted under cardiac supervision as the patient was known to have cardiac problems. The patient is said to be set to 0.25ma and fine, but no further details were made available. At this time the physicians are attempting to rule out the device or determine the contributory factors. Good faith attempts to obtain additional information are currently in progress.